Event description:
As reported via legal documentation, a patient had right total hip arthroplasty (B)(6) 2013. They subsequently underwent right hip revision surgery on (B)(6) 2022, approximately 9 years 7 months post primary procedure. Revision op report postoperative diagnosis: aseptic loosening due to catastrophic polyethylene failure of the right total hip. The surgeon noted that the liner was nearly completely worn through with the fracture line in it. The screw was removed, which was loose and prominent. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm; (B)(6) 160-10-13 - pf stem taper plasma h/a sz 13; (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2; (B)(6) 120-65-25 - bone screw 6.5mm dia x 25mm long.

Manufacturer narrative:
H3. Investigation results - the revision reported may have been the result of prosthesis wear and fracture of the acetabular liner and loosening of the acetabular screw that occurred over approximately 9 years after the index surgery. The prothesis wear and fracture may have been due to a combination of risk factors -implanted with a lateralized liner and combination of the largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors, in addition to loosening of the acetabular bone screw. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation and no images or radiographs were provided. These devices are used for treatment not diagnosis. There is no other information available.